Event description:
Report received of an over-delivery. The only information known by the customer contact was that heparin was the medication being infused. There were no specific patient or event details provided. Multiple unsuccessful attempts were made to obtain additional information.